Event description:
The customer reported that a pt experienced an event whereby the ECG went flatline during which time no alarm was provided at the monitor for 4 mins. The pt expired.

Manufacturer narrative:
(B)(4). A f/u report will be submitted after philips obtains more info concerning this event.